Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
This event is part of a clinical trial sponsored by biosense webster, inc. It was reported that a (B)(6) male patient underwent a procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade. There is no further information about the hospitalization and if any intervention was performed. The issue was resolved without sequelae. The patient's prognosis was excellent. The intensity and severity was described as moderate. The principal investigator assessed this event as not device related and definitely possibly procedure related. This adverse event is assessed as life threatening and is to be considered serious and MDR reportable.